Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that customer was visited emergency room and admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 486 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also feeling okay to troubleshoot. Customer was insulin intravenous drip, magnesium and sodium. Customer was not alleging that the insulin pump was under delivering. It was also reported that there was malfunction in insulin pump. The insulin pump will not be returned for analysis.